Event description:
It was reported that there was dislodgment of the atrial lead and high threshold on the ventricular lead. It was also reported that the patient experienced phrenic nerve stimulation. The leads were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed anomalies found. The proximal conductor was distorted and blood was present in/on the helix/lobe mechanism. There was also apparent explant damage. (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. Blood was present in/on the helix/lobe mechanism.